Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer, and identified the failure mode as a defective reference electrode. The fse replaced the reference electrode. To resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous ise (ion selective electrode) patient results from their dxc 700 au clinical chemistry analyser. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide any patient data, or demographics.